Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that the surgery for the implant was on (B)(6) 2017 and the patient felt it was not working. They tried to reprogram it themselves two weeks after the surgery, but it still didn¿t work. On (B)(6)2017 the patient visited their healthcare provider to have it reprogrammed and it still didn¿t work. On their last visit with their healthcare provider they tried to have them program it again and that was their last visit before they moved. The patient continued that the device still didn¿t work, and they had given up trying. The patient had hoped to have some relief from the device but had been very disappointed from the start. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient told the caller that ¿it doesn¿t work.¿ the caller noted that the patient did not say any other details about this comment, so it was not known what wasn¿t working. It was recommended that the patient follow up with the healthcare provider if they were not able to turn the stimulation off with the programmer for an MRI. No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.